Manufacturer narrative:
Section b4: corrected date of this report

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced a new inseparable magnet and a new drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer 3.2 jammed and pockets not been detected on the communication bus. The customer stated that the malfunction occurred during the procedure. But however, there was no delay in patient care or harm reported. There were no adverse events or injuries reported based on this event.